Manufacturer narrative:
Implant regio 22 fractured. Construction was a bridge in the upper jaw. 12 to 22. Bone loss caused by patient related periimplantitis is documented. Material analysis concluded inhomogenous mechanical overloading of the implant. Resubmitted due to submission error.

Event description:
Implant fracture.